Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that the programmer displayed the end of life (eol) message and was unable to communicate with external devices. As such, the thoracic ipg was deemed inoperable. It noted that patient primarily used tonic stimulation prior to ipg becoming inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.